Event description:
It was reported that after a breakfast meal announcement with the ilet bionic pancreas in its initial learning period, the user experienced postprandial hyperglycemia despite eating a routine breakfast of cereal and a banana, with potential variability in banana size discussed during troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included self-resolution with the ilet bringing glucose back into range and no alerts, alarms, or need for medical intervention. Investigation included customer-care troubleshooting and education regarding the learning period of the system and the effect of meal-size variability on dosing. Investigation of this case revealed no device malfunction and suggested that meal-size variability and the learning-phase adaptation of the system could explain the hyperglycemia, with the device subsequently regulating glucose into range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.